Event description:
Consumer reports getting erratic readings with their meter. Has been comparing their meter against another meter. Analysis run on clark error grid using competitive readings (130) as ref. Point vs. Bd readings (457) yielded data points in the c range of the grid, outside of acceptable limits.